Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) had disconnected a supply bag and then connected it to the heater line. The event occurred during fill on the home choice (hc), the hp was connected. The technical service representative (tsr) assisted the hp with ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This complaint is for a report of a use error - reuse of single-use product during the fill where the hp disconnected a supply bag and connected it to the heater line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.